Event description:
Determined to be reportable based on analysis completed on 01/30/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion being treated was located in the 90% stenotic, severely calcified, proximal left anterior descending artery. The physician tried to implant a taxus express2 3.00x24mm, but was unable to get to the target lesion after 2 times of pre-dilating with a 2.50 x 20mm sprinter balloon. As a result of this, the procedure was completed by the physician implanting a 2.75 x 20mm taxus express2 successfully with no post dilation. There were no pt complications or injuries reported. The pt status is listed as well. Device analysis indicates a shaft break.

Manufacturer narrative:
Visual and microscopic examination of the device revealed a shaft hypotube break approx 35cm distal from the strain relief and a shaft polymer break approx 5.5cm proximal to the port. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. However, the complaint states that the physician could not cross the lesion in the left descending artery with a taxus express2 8.8 pct- 3.00 x 24mm stent. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. Although this returned device failed to meet specification when received at the complaints investigation site, a review of the mfg records for this particular batch #8167460 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.